Manufacturer narrative:
(B)(4).

Event description:
It was reported after implantation, declined sensing amplitude and decreased pacing lead impedance were observed. The physician suspected the lead had dislodged but considered it not an problem. No intervention will be performed. The patient condition is good.